Event description:
A user facility reported to olympus that during reprocessing of the evis lucera elite colonovideoscope, the scope exhibited e315 scope error. It was reported that the intended procedure was an enteroscope diagnostic procedure and the procedure was completed using a similar scope. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. However, upon evaluation of the returned device the following defects were found, insertion section leaking, light guide tube leaking, remote switch leaking, control unit corroded due to water leakage, light guide connector immersed, objective lens chipped, due to which, there was shadow in the lower left corner of the image, light guide lens worn, grip scratched, grip rusty due to liquid intrusion, endoscope body rusted, scope cover scratched, and due to deformation of flexibility adjustment ring, flexibility adjustment function did not worked. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections adverse event problem and additional manufacturer narrative. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.